Event description:
While dialyzing a patient, the dialysis machine alarmed for the air detector. The technician noticed that the arterial drip chamber of the tubing was empty, causing air to get into the extracorpeal circuit (hemodialysis line). The technician refilled the chamber to the top and restarted the treatment. It was noticed that the arterial chamber was getting empty again. The technician had to refill the chamber several times, monitoring the level very closely until the end of the treatment. The next day the same problem was noticed. Staff was instructed to return blood to the patients, change the hemodialysis lines, and not to use that lot number. All of the defective lot was taken off the floor and marked as defective/do not use.